Manufacturer narrative:
The returned sensor was evaluated. During visual inspection no physical damage was observed. The sensor passed continuity tests. A "no sensor connected" error message was displayed and the sensor led did not illuminate. It was verified that the eeprom was not programmed.

Event description:
It was reported that the sensor stopped working. There was no red light shining from the sensor. It is unknown if an error message or alarm occurred. No known impact or consequence to patient.